Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stair chair. The reported issue was confirmed and the chair was repaired with a replacement wheel. No further information has been provided regarding the patient's alleged injury.

Event description:
It was reported that while transporting a patient on the stair chair, the front right wheel detached from the chair resulting in the chair tipping forward and contacting the ground. The patient remained restained to the chair but her knees impacted the ground and she expressed pain in her knees. The patient was removed from the chair and assisted to the stretcher for transport to the medical facility. It is unknown if medical intervention was required for the alleged knee pain. The stair chair was removed from service pending evaluation.